Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement (>125 ohms). The shock impedance had started rising about a month prior to the out-of-range measurement. Additionally, it was noted that the patient is currently in the hospital for diabetes symptoms. The action plan for this patient is to monitor the rv lead. The rv lead remains in service. No adverse patient effects were reported.